Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the customer entered a blood glucose (bg) value into the pump, the bolus was calculated too large. The customer reverted to using injections for insulin therapy. Tandem technical support (cts) reviewed the pump settings and pump data with the customer and the settings matched. The customer disconnected from the call to review the settings with a healthcare provider. Upon follow up with the customer and healthcare provider, it was found that the customer had inadvertently entered the correction factor setting as 1:6 rather than 1:60. Cts assisted the customer with correcting the setting. The customer's healthcare provider confirmed that the setting was entered correctly.